Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material: 2420-0007. Batch#: 24025788. It was reported by the customer that IV tubing tore at connection above pump channel. Verbatim: rcc received a complaint via email. Email(s) attached. IV tubing tore at connection above pump channel.

Manufacturer narrative:
It was reported that the tubing tore for above the pump channel. One sample model 2420-0007, lot 24025788 was returned for investigation by the customer. The set was examined for defects and abnormalities. The set was separated at the top of the pumping segment. No defects or abnormalities were observed. Visual inspection under the microscope showed no signs of a ring retainer being applied to the pumping segment. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most probable root cause is due to the machine. The failure mode will be addressed under a new automatic machine, validated on (B)(6) 2024, which has a vision system that can detect types of failures such as the one reported in this complaint, among others. A device history record review for model 2420-0007 lot number 24025788 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.